Event description:
Re: ihealth model bg5 blood glucometer. I am a physician but am reporting as a consumer. I have begun monitoring my blood glucose and am experienced with several other glucometers. And I am aware that the ihealth device measures plasma glucose rather than whole blood. Since I wanted a (B)(6) enabled device. I purchased the ihealth bg5 (sn (B)(4)) and their test strips. I immediately noticed much higher blood glucoses way beyond the anticipated 10-15% range. After several measurements, and before I or my primary care physician (pcp) made an adverse therapeutic decision. I went into my pcp's office and they also noted a much larger variance than expected. I subsequently tested the bg5 simultaneously versus 1 and then 2 other glucometers. Results included (bg5 first reading/ other glucometer next reading (s) (all mg/dl): bg5-36/ other = 92: bg5=172/ other glucometer= 124; bg5=130/2 other glucometers= 100 and 105. I have photos of all these simultaneously recorded events. I contacted the company support twice and they arrogantly stuck by their story that this was all related to their "more sophisticated" plasma measurements. My concerns are that these serious variances will expose many people to inaccurate medication adjustment that might result in adverse events in an already vulnerable population.